Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled: "mobile and fixed-bearing (all-polyethylene tibial component) total knee arthroplasty designs" literature article "mobile and fixed-bearing (all-polyethylene tibial component) total knee arthroplasty designs" by terence j. Gioe, md, jason glynn, md, jonathan sembrano, md, kathleen suthers, ms, edward r.g. Santos, md, and jasvinder singh, md, mph published by the journal of bone and joint surgery doi:10.2106/jbjs.h.01442 was reviewed. The article purpose: to compare mobile-bearing and fixed-bearing cruciate-substituting total knee arthroplasties of the same design. The article reports: patients between the ages of sixty and eighty-five years were prospectively randomized to receive a cruciate-substituting rotating-platform design or a fixed-bearing design with an all-polyethylene tibial component. The results of 312 arthroplasties in 273 patients were analyzed at a minimum of two years. The authors found that there was no significant difference between the groups with regard to the mean postoperative range of motion or the kss scores. There were ten revisions: seven because of infection, one because of patellar fracture, one because of instability, and one because of aseptic loosening. Patella resurfacing was routinely conducted. Cement was used in all cases, although the manufacturer was not disclosed. Depuy products involved: pfc sigma fb and pfc sigma rp. Complications with pfc sigma fb: infection (2), medical device implant removal (2), surgical intervention (8), patella fracture (from fall) (1), haematoma (4) complications with pfc sigma rp: infection (5), medical device implant removal (5), surgical intervention (11), joint instability (1), patellar clunk (1), haematoma (3), medical device joint impairment (1) the first tibial tray is for the pfc sigma fb all-polyethylene component. The second tibial tray and insert is for the pfc sigma rp components. They use the same patellar and femoral components so those will be captured on one ip each.